Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor memorygel breast implant 450cc a, serial number (B)(4), lot number 236535s, catalog number 3544450 (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 450cc on the left breast implant and with gel mentor breast implant of unknown type on the right breast implant and experienced rupture on the left breast implant during surgery and bilateral capsular contracture with discomfort. Rupture was confirmed by the surgeon. As a result, the patient had undergone removal and replacement with gel mentor breast implants serial number (B)(4), lot number 7601877 on the left breast implant and with serial number (B)(4), lot number 7601887 on the right breast implant on (B)(6) 2018. The patient was not hospitalized.